Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states feels well and requires no medical attention. The customer's expected blood result is 130-140mg/dl fasting. Verified the strips expire 4/15/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: 1:287mg/dl n/a 12:00:00 pm fasting: yes. Customer is concern with the result that was taken 287mg/dl (fasting). Customer unable to run a control solution test or blood test because customer is calling from the pharmacy. Customer states the sidekick meter is giving high blood results. Customer informed the results obtained whe run a blood test with his old meter and got 150mg/dl but the sidekick gave 287mg/dl and the meter is giving the correct blood result.customer unknown the other meter brand . Customer only use the sidekick meter once.